Event description:
As reported by the edwards field clinical specialist, the procedural plan was to perform the tavr procedure via transfemoral approach through a right femoral artery cutdown, and convert to transaortic approach if unable to advance the retroflex 3 (rf3) sheath beyond aorto-iliac bifurcation. Surgical cutdown was performed and the right iliac artery was exposed. The rf3 dilators were sequentially inserted into the iliac artery starting with the 16fr and progressing to 23fr. Resistance was encountered when the rf3 sheath was inserted into the right iliac artery and a linear tear was observed in the iliac artery. Surgical repair of the iliac tear was performed. The decision was made to proceed with the tavr case via transaortic approach. The event was attributed to poor tissue integrity and lack of vessel elasticity in the iliac artery.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral tavr procedure. According to literature review, and as documented in edwards technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum vessel luminal diameter for the rf3 (22fr) sheath is 7mm. Per report, this patient¿s access vessel diameter was 7.0mm; the vessel calcification was moderate and the vessel tortuosity was mild. It is possible that patient factors (calcification and/or tortuosity not appreciable on imaging, borderline minimum luminal vessel diameter) along with procedural considerations contributed to the reported event. As noted in the report, the event was attributed to poor tissue integrity and lack of vessel elasticity in the iliac artery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.